Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval experienced a load set alarm corresponding with the reported symptom of "pump is alarming to close door when door is already closed." This alarm was caused by a missing lower latch switch. The lower auxiliary was replaced.

Event description:
It was reported that a spectrum pump was alarming to close the door when the door was already closed. It was also reported that there was no pt injury.